Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial #: (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va006qt, implanted: (B)(6)2012, product type: lead. (B)(4).

Event description:
It was reported the patient had the interstim implanted in (B)(6) 2012 and it "worked very well then suddenly stopped working." The patient experienced a loss of therapeutic effect. The patient would not have the urge to go when sitting, but when they stood up they started going to the bathroom. This had been going on since (B)(6). In (B)(6) the patient was in the hospital for a heart condition and remembered asking for pads. Stimulation was increased to 7.9v, but when they were sitting, the patient felt a "stabbing sensation" in their vagina. The patient had to be careful when they would sit or lay because it was uncomfortable. It was indicated the patient can feel stimulation when they increase it, but they did not see an improvement in symptoms. Programs were switched at the time of the call and the patient felt stimulation comfortably in the bicycle seat area. Additional information has been requested, a follow up report will be sent if additional information is received.